Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained. E1 initial reported phone: (B)(6).

Event description:
Synergy china registry. It was reported that patient experienced coronary atherosclerosis cardiopathy. In (B)(6) 2020, the subject presented with unstable angina and the patient was referred for catheterization. The target lesion #1 was located in the proximal left anterior descending artery (lad) with 90% stenosis and was 20 mm long, with a reference vessel diameter of 4.0 mm. The target lesion #1 was treated with pre-dilatation and placement of a 4.00 mm x 20 mm synergy stent system. Following this post-dilatation, the residual restenosis was 0%. Three days later, the subject was discharged on clopidogrel and other medication. In (B)(6) 2024, the subject was diagnosed with coronary atherosclerotic cardiopathy and was hospitalized on the same day for further treatment. At the time of event, the subject was on clopidogrel and other medication. Percutaneous drug-eluting stent implantation of radial artery non-target vessel revascularization (tvr) was performed, and the event was treated medically. Five days later, the subject was discharged from the hospital, and the event was considered to be recovering/resolving. It was further reported that the target lesion 1 was located in the left main coronary artery (lmca), not the lad as what was previously reported. It was further reported that the coronary atherosclerotic cardiopathy was diagnosed in the lm/proximal lad and lcx. The target lesion 1 was located in the lmca extending up to the proximal lad. Two days later, the subject was referred for coronary angiography which revealed 90% stenosis in the proximal lad which had previously placed study device was treated with percutaneous coronary intervention (pci), target vessel revascularization (tvr). Post intervention, the residual stenosis was noted to be 0%.

Manufacturer narrative:
E1 initial reported phone: (B)(6).

Event description:
Synergy china registry. It was reported that patient experienced coronary atherosclerosis cardiopathy. In (B)(6) 2020, the subject presented with unstable angina and the patient was referred for catheterization. The target lesion #1 was located in the proximal left anterior descending artery (lad) with 90% stenosis and was 20 mm long, with a reference vessel diameter of 4.0 mm. The target lesion #1 was treated with pre-dilatation and placement of a 4.00 mm x 20 mm synergy stent system. Following this post-dilatation, the residual restenosis was 0%. Three days later, the subject was discharged on clopidogrel and other medication. In (B)(6) 2024, the subject was diagnosed with coronary atherosclerotic cardiopathy and was hospitalized on the same day for further treatment. At the time of event, the subject was on clopidogrel and other medication. Percutaneous drug-eluting stent implantation of radial artery non-target vessel revascularization (tvr) was performed, and the event was treated medically. Five days later, the subject was discharged from the hospital, and the event was considered to be recovering/resolving.

Event description:
Synergy china registry. It was reported that patient experienced coronary atherosclerosis cardiopathy. In (B)(6) 2020, the subject presented with unstable angina and the patient was referred for catheterization. The target lesion #1 was located in the proximal left anterior descending artery (lad) with 90% stenosis and was 20 mm long, with a reference vessel diameter of 4.0 mm. The target lesion #1 was treated with pre-dilatation and placement of a 4.00 mm x 20 mm synergy stent system. Following this post-dilatation, the residual restenosis was 0%. Three days later, the subject was discharged on clopidogrel and other medication. In (B)(6) 2024, the subject was diagnosed with coronary atherosclerotic cardiopathy and was hospitalized on the same day for further treatment. At the time of event, the subject was on clopidogrel and other medication. Percutaneous drug-eluting stent implantation of radial artery non-target vessel revascularization (tvr) was performed, and the event was treated medically. Five days later, the subject was discharged from the hospital, and the event was considered to be recovering/resolving. It was further reported that the target lesion 1 was located in the left main coronary artery (lmca), not the lad as what was previously reported. It was further reported that the coronary atherosclerotic cardiopathy was diagnosed in the lm/proximal lad and lcx. The target lesion 1 was located in the lmca extending up to the proximal lad. Two days later, the subject was referred for coronary angiography which revealed 90% stenosis in the proximal lad which had previously placed study device was treated with percutaneous coronary intervention (pci), target vessel revascularization (tvr). Post intervention, the residual stenosis was noted to be 0%.

Manufacturer narrative:
Corrected: h6 impact codes: f2301 additional device required added. E1 initial reported phone: (B)(6).

Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained. E1 initial reported phone: (B)(6).

Event description:
Synergy china registry: it was reported that patient experienced coronary atherosclerosis cardiopathy. In (B)(6) 2020, the subject presented with unstable angina and the patient was referred for catheterization. The target lesion #1 was located in the proximal left anterior descending artery (lad) with 90% stenosis and was 20 mm long, with a reference vessel diameter of 4.0 mm. The target lesion #1 was treated with pre-dilatation and placement of a 4.00 mm x 20 mm synergy stent system. Following this post-dilatation, the residual restenosis was 0%. Three days later, the subject was discharged on clopidogrel and other medication. In (B)(6) 2024, the subject was diagnosed with coronary atherosclerotic cardiopathy and was hospitalized on the same day for further treatment. At the time of event, the subject was on clopidogrel and other medication. Percutaneous drug-eluting stent implantation of radial artery non-target vessel revascularization (tvr) was performed, and the event was treated medically. Five days later, the subject was discharged from the hospital, and the event was considered to be recovering/resolving. It was further reported that the target lesion 1 was located in the left main coronary artery (lmca), not the lad as what was previously reported.